Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qfkq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had come up to the skin. The patient saw her health care professional (hcp) about it and he said he never had a patient with this happen. The hcp said the three options were to take it out completely, take it out and put it back further, or take it out and wait for a while, then put it back in. The patient did not know what to do because she did not want the device removed. It works and she did not want to go through another entire operation. The device was not protruding through the skin, it was just up to the surface of the skin and stuck out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.